Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, and an opening. A microscopic analysis was performed which found a sharp opening in the posterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Health professional reported left side rupture. Device was explanted.